Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp, for) via a distributer (dist) reporting the serial number of the pump. The pump remains in use as there was no pump malfunction. The catheter was discarded and would not be returned.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg6yb4013 implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, lot #: hg6yb4013, ubd: 22-mar-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at an unknown dose rate via implanted infusion pump for spasticity after thoracic medullary disease. It was reported that during a planned surgery for scoliosis, a part of the spinal catheter was damaged. As a result, the catheter was replaced suddenly in the operating room. It was confirmed that the cerebrospinal fluid was coming out of the catheter, and they had re-set the connection programming using the pump-side catheter and connector, then it was completed. Regarding catheter damage, the causal relationship was related to procedure and unrelated to the drug, pump, and catheter. The outcome of the event was recovered as of (B)(6) 2026.